Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarms and the customer experienced hyperglycemia. It was reported that the customer had high blood glucose levels of 24.0 mmol/l at the time of incident. Customer reported that they had to change infusion set and reservoir four times. Customer reported that there might be a problem with insulin pump. Customer reported that they were at work and did not have additional reservoirs and infusion sets. Customer was assisted with trouble shooting related to insulin flow block alarms. Explained insulin flow blocked alarm and possible causes. Customer was advised to check pump's bolus speed setting. Customer was advised to disconnect at the quick release. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. I explained that the pump itself is working fine, delivered 5u without any issue. Customer was advised that there may be possible site related issue or site/set occlusion. Troubleshooting was not completed during the call because the customer was at work. The insulin pump is not expected to return for analysis.